Manufacturer narrative:
(B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient experienced pain. No additional information is provided.